Manufacturer narrative:
H2: review of the cine-angiograms was completed on january 9, 2022. The clinical evaluation by the acist medical advisory board member is as follows: the images show a diagnostic angiogram with five cine runs of the left coronary system and two cine runs of the right coronary. The five, left sided images are unremarkable. There is mild to moderate diffuse coronary artery disease (cad), no severe obstructions and no evidence of air injection. According to the report, the operator used the same catheter for the right coronary artery (rca) as was used for the left. On the first injection of the right coronary artery (rca), there is dye trapped in the distal patent ductus arteriosus (pda) (and to a lesser degree in the posterior left atrium (pla). This is likely due to some form of embolization occurring just prior to the angio run. This could be from atheroemboli or air embolus. On the next injection, the flow through the posterior left atrium (pla) appears normal. There may still be occlusion of a small distal branch of the patent ductus arteriosus (pda). Conclusion: the recorded images do not show air injection. However, the appearance of the first right coronary artery (rca) cine run is consistent with a small amount of air (or other substance such as atheroemboli) having been injected shortly before the cine was recorded. Generally, this small type transient occlusion from emboli is well tolerated. It appears from the report that this patient did not have evidence of injury. This report is closed.

Event description:
It was reported that during an angioplasty procedure, it was suspected that air was injected into the patient. There were no visible air bubbles, and no air detection message was displayed on the cvi injection system. While using the probe to continue from the left coronary side to the right coronary side, the patient experienced temperature elevation, irregular heartbeat and chest pain for a duration of two to three minutes. It appeared that there was an infarction, but there were no changes in the ECG. The patient woke up after anesthesia. Doctors performed tests and the results indicated that the patient was ok.

Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4) has not yet been returned for evaluation. The consumables used during the event were discarded and the lot numbers are not known. The cine-angiograms images were requested for clinical assessment. The results of the investigation will be included in a follow-up report.

Manufacturer narrative:
H3: the acist angiographic injection system, model cvi, system serial number (B)(6) was returned on november 25, 2021. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections.